Event description:
The hosp reported that during a coronary artery bypass procedure, the om-9000s acrobat suv had no suction at the foot. There was suction in the line but when the device was turned on, there was no suction at the foot. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the unit. There was evidence of blood on the device. The device was tested to the vacuum weight test. The device was able to lift the weight by holding the head of the baffle. Based upon the findings of this functional test, the reported complaint "had no suction at the foot" could not be confirmed. (B)(4).